Manufacturer narrative:
As received, a complete lead with stuck stylet was returned in one piece. The ptfe coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. The cause of the stuck stylet was isolated to the bunching of the stripped ptfe stylet coating inside the inner coil at the connector region and excessive forces during attempted stylet removal led to the lead damage. Based on this finding, abbott is performing further investigation.

Event description:
During implant, it was not possible to remove the stylet from the lead. The lead was explanted and successfully replaced. The patient was in stable condition.